Event description:
Patient was in the second stage of labor, actively delivering vaginally, when the head of the bed began going up and down. It was noted that the control was stuck between the wheels and under the bed. As head of bed kept going up and down, situation was very stressful to the obstetrician, the patient and her husband. No actual harm to patient.